Event description:
It was reported that the system would not power on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.